Event description:
The customer is reporting that the unit is not mounted to cart correctly. The customer reported that the unit was not in use on patient. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The biomedical engineer is ordering a retrofit kit for the new style cart to address the reported issue. The product support provided biomed with the parts identification. The customer has advised product support to close the case and call back if they have any additional questions.